Event description:
During an unrelated lead replacement procedure, there was insulation damage noted on the atrial lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The field report of insulation abrasion was confirmed. A complete lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion which is consistent with abrasion caused by friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts.